Event description:
The facility's biomedical engineering dept returned the device for service. During service testing, baxter service tech reported that channel b underdelivered. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.